Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in canada, during a transcarotid tavr procedure, following the insertion of the certitude sheath, resistance was encountered during the advancement of a 29mm sapien 3 valve and certitude delivery system. The decision was made to perform a cutdown to visualize the carotid artery. The sheath had exited the artery. It appeared that vessel caught at the insertion of the sheath and pushing the sheath forward resulted in the artery folding in on itself. An unsuccessful carotid artery repair was attempted. The procedure was converted to open surgery. Surgical valve replacement was performed. At the time of the report, the patient was doing well and expected to be discharged. It was perceived that patient factors, size and friability of the artery, contributed to the advancement difficulties and injury.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), vascular injury is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, the complaint for 'difficult to track system through anatomy' and 'difficulty or inability to withdraw system with valve through vasculature' were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'very tortuous and calcified aorta. High difficulty to cross the aorta with the delivery system'. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. As reported, 'it was decided to retrieve the system but it was impossible to cross back the aorta. So it was decided to inflate the valve in the thoracic aorta'. Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definite root cause could not be determined, investigation results suggest patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve)) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Case imagery was provided for review. Review of the patient 3mensio report revealed both carotid arteries did not meet the minimum vessel diameter requirement for a 16fr esheath. It was noted that a 21fr certitude sheath was used for this procedure. The left vessel was very calcified. The right vessel was moderately calcified, which may affect the vessel elasticity. Access of the carotid artery is not indicated for use with the certitude delivery system, which may have resulted in the observed difficulties introducing the sheath in the carotid vasculature. The rigid shaft body of the certitude sheath is not designed for trackability through a tight vessel. When determining the access site for transaortic approach, the access location needs to be 'free of calcification' and 'allows the sheath to be placed in a straight line to the annulus' per the training manual. It is likely these criteria were not met for the transcarotid case.